Manufacturer narrative:
(B)(4). Method: the complaint iw910 infant warmer was inspected by a trained fph service technician at our service centre in france. Results: during testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Conclusion: the subject infant warmer was released for distribution in 2002. It is likely that the replaceable super capacitor on the pcb board has simply worn out as the unit is more than 10 years old. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement.

Event description:
A healthcare facility in (B)(6) requested a routine service for their iw910 baby control mobile infant warmer. During servicing, a fisher & paykel healthcare (fph) service engineer observed that the power fail alarm was not working. There was no patient involvement.